Event description:
A gore viabahn endoprosthesis was used for the treatment of a sfa total occlusion. The vessel was pre-dilated with a 4mm balloon but the device was unable to cross the lesion. The device was removed and the 7fr introducer sheath was exchanged for an 11fr sheath. The device was advanced through the sheath again, but the device was still unable to cross the lesion. During the removal of the device from the sheath, the deployment line caught on the distal edge of the sheath causing the device to deploy within the sheath. Part of the deployed device extended outside of the sheath and into the vessel. The vessel cutdown was expanded and the device with the sheath was removed. The vessel was re-dilated with a 6mm balloon, and 11fr sheath was then inserted and add'l devices were successfully placed without further incident.

Manufacturer narrative:
A review of the manufacturing paperwork has be conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.